Event description:
It was reported that the right atrial (ra) lead dislodged, which was confirmed through fluoroscopy. A lead revision procedure was required to reposition the lead. During the revision procedure, there was difficulty with the helix, and it was unable to be retracted. A new lead was used to complete the procedure, and was successfully implanted. There were no additional adverse effects to the patient.

Manufacturer narrative:
Device technical analysis: this lead was returned to boston scientific's post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found dried blood/body fluid in the helix housing and tip region. Additionally visual inspection revealed no abnormalities. The lead tip/helix appeared normal, and was undamaged. A stylet insertion test did not pass due to a deformed inner coil near the terminal pin. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Subsequent testing confirmed the helix difficulty allegation due to a deformed inner coil near the terminal pin.the dislodgement allegation was not confirmed as lab observations and field report were insufficient to verify dislodgment. The lead tip appeared normal. The ingevity MRI-compatible lead was designed with a goal of balancing multiple design inputs, including implant handling and short and long term safety performance (e.g., low dislodgement and perforation occurrence). The single filar inner coil design of the ingevity lead was selected for improved fatigue durability and for safe performance within an MRI environment (protective against lead heating). Physician implant technique and patient anatomy may contribute to helix extension difficulty. Specifically, tortuous patient anatomy or bends in the proximal portion of the lead remaining outside of the body, sharp bends in the stylet, and/or kinks in the lead introducer sheath may contribute to situations where adequate torque is not transferred to the helix to enable extension/retraction. Implant techniques such as under-rotating or over-rotating the terminal tool, failure to remove the terminal tool between extension/retraction cycles to release torque stored in the inner coil, excessively fast tool rotation speed (>1 full turn per second), and the presence of tissue in the helix, which may accumulate with multiple lead repositioning attempts may also contribute to situations where adequate torque is not transferred to the helix to enable extension/retraction. Approved instructions for use provided with all products includes best practices and clear guidance to mitigate these potential contributing factors. Patient code 3191 captures the reportable event of surgery.

Manufacturer narrative:
The lead is expected for return. This report will be updated upon the completion of the investigation.

Event description:
It was reported during ongoing use, that the right atrial (ra) lead dislodged, which was confirmed through fluoroscopy. A lead revision was required to reposition the lead. During the revision procedure, there were difficulties with the helix, and it was unable to be retracted. A new lead was used to complete the procedure, which was successfully implanted. There were no additional adverse effects to the patient. The explanted lead is expected for return.